Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to a competitor meter. The customer experienced symptoms of nausea, vomiting, weakness, chest pain, diarrhea, and absence of appetite. The customer had contact with a healthcare professional who obtained an unspecified glucose reading and diagnosed the customer with hyperglycemia. The customer was administered insulin (type/dose unknown), potassium, and unspecified drugs for nausea and pain. No further information was provided.